Manufacturer narrative:
Patient has a history of allergic reaction to this type of product.

Event description:
It was reported that approximately 24-36 hours following the removal of the hollister suction tube attachment device, the patient noted that her nose felt thick and shortly thereafter she had seeping, watery blisters and swelling. Her eyes and cheeks also began to swell. There was no itching noted. On (B)(6), she was treated with an antibiotic ointment and a topical 0.5% hydrocortisone ointment. The area completely cleared up within 2 weeks. She has a history of this type of reaction to other medical adhesives.